Event description:
It was reported by a clinician that when loading an IV set, they reportedly could not close the pump module door and noticed the ¿white prongs¿ were broken. The clinician then removed the module, obtained a new pump module and had no further issue. This issue was reported to bd associate during their site visit. The bd associate discussed with the clinician the "sear assembly, functionality, and importance of using the roller clamp as the first means of closing off the flow to the patient." There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.